Event description:
It was reported the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated through an intravenous insulin drip, and released from the hospital on (B)(4), 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.